Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pt treatment, the pump stopped and multiple alarms went off. The device was replaced. No reported pt effect. (B)(4).

Manufacturer narrative:
According to the log files;air entered into the perfusion system several times from the venous side and the pump was stopped by the arterial or venous bubble sensor intervention. These events were resolved by the user between a time frame of 7 seconds up to 04:33 minutes. It is unknown by the clinical side why the user was unable to ascertain the root cause of the pump stop. According to the "cardiohelp system I user's manual I us version I us-03" page 17 "[... ] when the intervention is activated, the appearance of bubbles causes the pump to stop. Micro bubbles 5 mm can also cause the pump to stop. (...)". Therefore the cardioehlp-I device in question worked as expected when the pump stopped due to bubbles which were detected as well as the intervention was set according to the log files. According to the service report the complete preventative maintenance, calibration, full functional and safety tests as per the service manual were executed successfully. The unit was returned to the customer. The failure could not be confirmed.